Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial and right ventricular leadless pacemakers (lp) were in backup mode. The lps were successfully restored. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of evvi mode was confirmed. This lp was not operating in evvi mode before this clinic visit. Instead, the programmer software intentionally transitioned the lp to evvi set upon detection of a potential invalid parameter set during in-clinic interrogation. This device entering evvi is by design. The root cause of the invalid parameter being set was unable to be determined.